Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had error in pulling medication. A technical support specialist (tss) spoke with customer and received permission to take the station offline. Application debug logs were collected from the remote support service, and an error was identified related to insufficient space database due to a full filegroup. The station was taken down and checked in sql server management studio, where the customer database was confirmed not to be in suspect mode and was measured. The database was then shrunk and reindexed, backed up, and a full synchronization was performed without dropping the database. After synchronization, the database size was reduced, and normal station functionality was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user got error and signed out while pull medicines for patient with multiple medicines. Prior to this issue, they experienced a hardware failure on drawer 2.2 and performed reboot to recover. It affected 14 patients and workflow. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.